Event description:
The patient reported a loss of therapy. Pt said it was working giving solid bowel movements then all of a sudden it stopped. Patient had experienced a loss or change of therapy. Pt had removed the bandages and was successful to increase stim before she called today. Pt wanted help to use her pp (patient programmer). Patient services helped pt to do a check and pt reported stim on, program 1 at 0.9. Pt said earlier she had increased from 0.7 to 0.9. Symptoms reported were: bowel symptom return. This was considered a sudden change in therapy/symptoms. Event date: (B)(6) 2016. Indications for use noted as: gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the return of bowel symptoms had not been resolved. The patient¿s bowel movements were a solid regular consistency for 2 days after the surgical implant. Her feces returned to prior soft/liquid consistency. The patient attempted to use the controller, which outside of reading the enclosed instructions, the patient had never seen or shown how to use it. It was then that the patient contacted the manufacturer to see how to manipulate the electronic machine, which had been implanted in the patient¿s buttocks. It was noted that the patient had no innate idea about how this item worked, confusing symbols or terminology. The patient was left with severe and disabling diarrhea and all the mess that includes. In addition there was no sitting position that was comfortable for her and to achieve a pain free position she had to stand up or lay down.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.